Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The unit returned has wire kinked, as part of overall visual revision. Visual inspection revealed a broken wire in the middle of the device 136.5cm from the distal section. Also, it has the body kinked. The proximal section was not returned. The overall length and the outer diameter of the proximal section of the device could not be measured due to the device condition. Outer diameter of the distal tip and the middle portion of the device near the broken section were within specification. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause has been determined to be use/user error as per event states that: the customer rotated a 1.5mm burr on the rotawire as usual, and attempted to adjust the speed to 200,000rpm but the wire got detached in 3 seconds after rotation. It is important to mention that the manipulation of the device during preparation could have cause the event reported as the event. Also, the dfu states: ensure that the free lumen rotational speed of the burr does not exceed 180,000 rpm for 1.25 mm to 2.0 mm burrs and 160,000 rpm for the 2.15 mm and larger burr sizes. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-09377. It was reported that rotawire detachment occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left main coronary artery to proximal left anterior descending artery. A 1.50mm rotalink¿ plus and a rotawire¿ were selected for use. During rotation test outside the patient, as the speed of the burr was adjusted to 200,000 rpm, it was noted that the wire was detached 3 seconds after rotation was initiated with dynaglide mode off. The wire was changed with another rotawire¿ but the burr would not load onto the second wire. The burr was replaced and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-09377. It was reported that rotawire detachment occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left main coronary artery to proximal left anterior descending artery. A 1.50mm rotalink plus and a rotawire were selected for use. During rotation test outside the patient, as the speed of the burr was adjusted to 200,000 rpm, it was noted that the wire was detached 3 seconds after rotation was initiated with dynaglide mode off. The wire was changed with another rotawire but the burr would not load onto the second wire. The burr was replaced and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.